Manufacturer narrative:
Reference medwatch 3004209178-2014-98402 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a failed battery test alarm every time she inserted a battery in the insulin pump. Her blood glucose level was 71 mg/dl. The product was not returned. Nothing further to report.